Event description:
A (B)(6) female patient contacted zoll customer support to report that the monitor prompted to call zoll for service. Review of the pt's flags confirmed a code 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (code 107/call zoll for service) has been confirmed. As received, the monitor displayed code 107, but passed incoming testing. Upon review of the pt's flags, multiple abnormal shutdowns were found. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.